Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer that the mobi pump must be in the middle of the charging pad to fully charge.